Manufacturer narrative:
It was reported the patient is over 18 years. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) clip falls into the patient in an open state. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the cecum during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip was deployed on to the tissue, however, the clip would not fully close or clamp down on the tissue. This caused the clip to fall off into the patient in an open state. The clip was left to pass by peristalsis and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.